Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery was depleting rapidly. The patient was experiencing atrial fibrillation (af). Additional information indicated that the physician will continue to monitor the patient. The pacemaker remains in service. No adverse patient effects were reported.